Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Field service representative report: the field service representative (fsr) evaluated the suspect device and found fluid damage in the front panel. The fsr replaced the front panel display.

Event description:
The customer reported that the vela ventilator touchscreen was freezing. The customer reported no patient involvement or allegation of patient harm.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a vela front panel assembly, and evaluated the device. An evaluation of the component duplicated the reported issue and isolated the issue to fluid ingress.